Event description:
The vcare retractor used came apart during surgical procedure, while attempting to remove uterus from vaginal cavity. All pieces are safely removed from surgical field per surgeon (dr. (B)(6), md) reference number (B)(4), lot# 202311061, expiration 11-05-2025. Charge nurse (B)(6), rn is advised of incident and broken equipment is taken to front nursing office with package wrapping.